Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injuries and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2015-59318.